Manufacturer narrative:
Additional information was received on 09/18/2025 and section h11 should be reported as: the manufacturer became aware of a rep dreamstation auto CPAP alleging nose irritation, dizziness, headache, hypersensitivity, inflammatory response and asthma. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. In box d: model number and catalog item identifier was updated.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP alleging nose irritation, dizziness, headache, hypersensitivity, inflammatory response and asthma. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.